Event description:
It was reported that the patient was admitted with worsening right ventricular failure (rvf), frequent pulsatility index (pi) events, and some external power disconnects. Following review, log files contained clusters of pi events as well as routine power source changes. The log files did not contain any loss of external power events. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log files. Based on the data, the mechanical circulatory support (mcs) equipment had operated as intended electronically and mechanically.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported right heart failure could not be conclusively established through this evaluation. The controller event log file contained events from (B)(6) 2025. Power cable disconnect alarms associated with one power cable being disconnected during routine power source changes were captured on (B)(6) 2025. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information has been provided by the account. The patient remains ongoing on heartmate 3 lvas with no further events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and rvad placement. No further information was provided. The manufacturer is closing the file on this event.